Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he insulin pump received beep anomaly. The blood glucose value was unknown. Customer stated that the insulin pump was neither beeping nor vibrating. Customer stated that he insulin pump did not beep during tone test. The product will return for the analysis.

Manufacturer narrative:
The device passed self test and displacement test. The device audio, beep and vibrate function properly and no anomaly noted.